Event description:
The pt was implanted with a dialysis access graft and has been receiving homodialysis. The pt consulted another hospital and received a percutaneous transluminal angioplasty (pta) operation after 2 months of graft implant. After the pta, the physician found an aneurysm. The physician opened the pt's skin and removed the implanted graft. The explanted graft was broken into three pieces, partially due to the explant procedure. A long area of the outer layer of the graft was observed to be missing. The physician did not know if the outer layer was left under the pt's skin or not. The pt is now receiving hemodialysis through a catheter in the jugular vein.